Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure using the hemopro 2, the c-ring broke off into the pt's leg. It was unnoticed until two weeks later when the pt experienced pain and was admitted into the emergency room, at which time, the piece was removed. It was detected with an ultrasound imaging. The hospital reported that they may return the piece of the c-ring for eval.